Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via voluntary medwatch (B)(4), that post a stenting treatment procedure chest pain, inferior st elevations and thrombosis occurred. Prior to the index procedure the patient presented with st elevated myocardial infarction (stemi). Angiography revealed a long, irregular, radiolucent 75% stenosed lesion in the proximal right coronary artery (rca) and a 75% stenosed eccentric lesion in the mid to distal rca. The vessel was pre-dilated with a non-bsc 2.0x20mm balloon. Next a taxus liberte atom 2.25x8.0mm stent was deployed distally and a non-bsc 2.5x23mm stent was implanted proximally. There was 0% residual stenosis with timi iii flow at both lesion sites. The patient was treated with aspirin, prasugrel and angiomax. Approximately one hour post procedure, the patient complained of recurrent chest pain and new inferior st elevations were observed. Angiography showed a total occlusion of the previously implanted taxus stent in the distal rca and a long, irregular, radiolucent 50-75% stenosis in the proximal to mid rca. A non-bsc 2.0x20mm balloon was used to dilate the affected area and a non-bsc thrombectomy catheter was used to clear the thrombosis. A taxus liberte atom 2.25x32mm stent was deployed in the proximal to mid rca. In the distal rca there was 0% residual stenosis with timi iii flow. In the proximal to mid rca there was 0% residual stenosis with timi iii flow. The patient was treated with integrilin and angiomax. No further patient complications were reported.